Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The left cylinder was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder had wear at a fold in the middle, proximal end, and distal end of it. The cylinder also had a hole at corner of a fold in the middle which led to fluid leakage. In addition, a bulge was found when inflating the cylinder with a syringe. Based on the information available and analysis results, the hole and bulge found could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.